Event description:
The lead was returned to the manufacturer, following the patients death, analyzed, and tested out of specification. The cause of death has been requested and not received.

Event description:
The lead was returned to the manufacturer, following the patients death, analyzed, and tested out of specification. The cause of death has been requested and not received.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the outer insulation was breached and had metal ion oxidization. It was noted that the proximal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation had cosmetic environmental stress cracking, the outer insulation was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism, there was apparent explant damage and a white substance.

Manufacturer narrative:
Follow up information obtained via an autopsy report indicated the patient cause of death was asphyxia due to choking on a food bolus. The patient had chronic progressive difficulty swallowing secondary to prior anoxic brain injuries. The brain injuries occurred as a complication of urosepsis several years prior. The manner of death is accident. The patient had multiple medical problems requiring total assistance with activities of daily living and was a resident in a nursing home. The patient was on an outing with the nursing home eating at a restaurant and was witnessed to have a cardiorespiratory arrest. This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the outer insulation was breached and had metal ion oxidization. It was noted that the proximal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation had cosmetic environmental stress cracking, the outer insulation was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism, there was apparent explant damage and a white substance.